Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead exhibited high impedance. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Manufacturer narrative:
Correction: awareness date missing. Should be 17 aug 2023.

Manufacturer narrative:
The reported events were high pacing impedance and lead dislodgement. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.